Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a routine replacement procedure performed on (B)(6) 2010. According to the complainant, on (B)(6) 2010 the tube became moldy. The tube was treated as follows: 50cc of hot water after dinner, filled up by acidulated water until breakfast, y adapter was opened at breakfast, acidulated water flowed in the stomach and enteral nutrition was injected. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a routine replacement procedure performed on (B)(6), 2010. According to the complainant, on (B)(6), 2010 the tube became moldy. The tube was treated as follows: 50cc of hot water after dinner, filled up by acidulated water until breakfast, y adapter was opened at breakfast, acidulated water flowed in the stomach and enteral nutrition was injected. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation showed the medicine port and feeding port were in closed position. Internal bolster was found to be without issue. The c-clamp was closed and located at approximately 24 centimeters from distal end. External bolster was without issue. Heavy mold residue was found from approximately 5.5 centimeter mark to the location of the c-clamp. The condition of the returned unit was consistent with the complaint incident that the device had become moldy. During the physical evaluation it was found that mold lined the inner wall of the silicone tubing section external to the patient. It is most likely that due to the location of the c-clamp relative to the external bolster allowed reflux of gastric contents into the tubing. This reflux most likely caused the growth of mold inside the tubing. There have been no changes to the material of the product. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.